Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state at an unknown anatomy location. Block h11: the returned resolution 360 clip was analyzed. The device was returned without the clip assembly, and both visual and microscopic inspections showed evidence of full deployment. No other problems with the device were noted. The reported event of clip falls into the patient in an open state was not confirmed as the device returned fully deployed without the clip assembly. The presence of the clip assembly is essential to the investigation, as the reported event is directly associated with this component; therefore, examining it is necessary to determine the cause of the issue encountered by the physician. Based on all available information, the probable root cause assigned is cause not established.

Event description:
Note: this report pertains to second of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure. The exact procedure date was unknown. During the procedure, when the doctor instructed the nurse to close the clip, it closed normally. However, when the doctor asked the nurse to deploy the clip, the nurse complied, but the clip opened immediately after deployment; it was confirmed that the clip eventually fall off the tissue in an open state. A second resolution 360 clip was used; however, the same problems happened. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state at an unknown anatomy location.

Event description:
Note: this report pertains to second of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure. The exact procedure date was unknown. During the procedure, when the doctor instructed the nurse to close the clip, it closed normally. However, when the doctor asked the nurse to deploy the clip, the nurse complied, but the clip opened immediately after deployment; it was confirmed that the clip eventually fall off the tissue in an open state. A second resolution 360 clip was used; however, the same problems happened. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.